Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer working and could not be charged up again. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Sc-1132 sn: (B)(6). The returned ipg was analyzed and found that the battery was in hibernation, however, it was fully charged in one cycle. A review of the patients data found that the battery depletion rate was within the expected range and electrical test revealed no anomalies. However, the device was implanted in 2016. With all the available information, boston scientific concludes that the reported event was not confirmed. A labeling review found that the rechargeable stimulator battery should provide at least five years of service. Over time and with repeated charging, the battery in the stimulator will lose its ability to recover its full capacity.

Event description:
It was reported that the patients ipg was no longer working and could not be charged up again. The patient underwent an ipg replacement procedure and was doing well post-operatively.